Event description:
It was reported that during a valve replacement, this right ventricular (rv) lead was damaged. Since then the patient has experienced episodes of inappropriate shocks, dizziness, and passing out. The plan is for the lead to be replaced, when the device is upgraded. No additional adverse patient effects were reported. If additional information is reported, this report will be updated.